Event description:
The customer reported an over infusion of tacrolimus (concentration 0.3 mg/250 ml). The bag was hung on (B)(6) 2013 at 1330 at a rate of 11 ml/hr. By 2130 the bag was empty. A medication level was ordered to be checked in the morning of (B)(6) 2013. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The devices have been received and an eval is pending. A f/u report will be submitted once the eval is completed.